Manufacturer narrative:
The dentist reported a patient had implant failed to integrate, and it was explanted. No abnormal events, health conditions or other circumstances that may have contributed to the implant failure. Also, there was nothing abnormal with the implant. The patient had bone type I quality and was reported to be doing fine. The dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failed to integrate and was explanted. The patient had bone type I and had implant placement in previously/simultaneously grafted site. No pre-existing conditions were given, and the patient was reported to be in satisfactory condition.

Manufacturer narrative:
Additional information: patient identifier: added patient ID (B)(6). Adverse event marked as it was omitted at the initial submission. Required intervention marked as it was omitted at the initial submission. UDI noted as n/a as the device was mrg (B)(4). Serious injury marked as the event is a serious injury and not a malfunction event codes updated the device investigation has been completed and the results are as follows: device history record the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample(s)/device inspected the returned implant was visually inspected and verified to be an inclusive tapered implant inclusive tapered implant 5.2 mmd x 8 mml x 4.5 mmp. No defect or non-conformity was observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Event description:
It was reported that the inclusive implant failed. The patient bone grade is grade I. The patient has no medical or dental history prior to implantation. The patient presented on (B)(6)2016 for implant placement on tooth #30. This implant was placed in previously/simultaneously grafted site as noted by the provider. The patient returned on (B)(6)2017 and upon exam, it is reported that there was deformation and infection at the infection site. No abnormalities were noted with the implant. The patient current status was listed a s satisfactory.